Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v168016, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell four weeks prior to report. The patient was urinating frequently, six times per night, and was not able to change the settings. The patient began to feel changes within the prior week, and it was noted that 'nothing new that caused it.' The patient had an illness and had been attributing the symptoms to that. The patient changed the batteries of her patient programmer and increased voltage from 3.4 v to 4.5 v where she could feel it. The patient decided to put it on 4.4 v. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.